Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges their throat is sore since they "registered it and can barely breathe" which "has been going on for about three weeks now." The patient "needs the machine and hcp recommend" they get a new one because they cannot go without their device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. No visible foam particles were observed. The patient's complaint was not confirmed, and the unit was scrapped.